Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 the patient's receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it passed. Receiver's data logs were downloaded and reviewed, finding a screen error alarm on the date of issue, in addition to hardware errors. Receiver case was opened for an interior inspection and failed, finding moisture damage. Pictures of the moisture damage were taken. Based on the finding of hardware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.